Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came off. There was no harm to the patient, the tip was recovered but another kit had to be opened and introduced into the field for completion of the radial harvest.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 through dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 /22) : the device was returned to the factory for evaluation on 12/22/2021. An investigation was initiated on 05/02/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no peeling of the silicone insulation was observed on either jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire".